Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after device deployment, hemostasis was achieved. Upon discharge, the patient experienced pain in the right hip. Femoral angiogram revealed an occlusion and thrombosis in the right common femoral artery and the distal end of the iliac. Two non- abbott devices were used to remove the thrombus and achieve arterial patency. The physician felt that the starclose se device did not cause the occlusion or thrombosis and that it was caused by a flap of tissue created when the initial access sheath was introduced. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.

Manufacturer narrative:
(B)(4).